Manufacturer narrative:
The device is expected to be returned. However, the device has not yet been received. A supplemental report will be submitted, if the device is received and evaluation is performed. H3 other text: device not returned.

Event description:
It was reported, that an unspecified malfunction alarm occurred. The customer¿s blood glucose (bg) was 542 mg/dl. Customer addressed elevated bg, by a correction injection via manual insulin therapy. The customer reverted to manual insulin therapy.